Event description:
It was reported that the physician's handheld device would get stuck on the align screen page and continue to cycle. This problem persisted despite performing two hard resets. Attempts to obtain additional relevant information have been unsuccessful to date. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
It was reported the physician received a new tablet as a replacement. The handheld device, along with the software, were received. Product analysis was is expected but has not been completed to date.

Manufacturer narrative:
Additional information was inadvertently not selected on MFR. Report supplemental 02.

Event description:
Product analysis for the handheld device was completed. Analysis performed on the handheld device found no anomalies associated with the handheld's performance during testing. The handheld device performed according to specifications. Product analysis for the software was also completed. Analysis was performed on the returned flashcard and no anomalies associated with the flashcard software were identified during analysis. The flashcard and software performed according to functional specifications.